Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a low transmitter battery alert occurred. Data was returned and evaluated. The reported event of a low transmitter battery was not confirmed for transmitter 41ecpj. The probable cause was determined to be low transmitter battery voltage. However, a failed transmitter error was found in connection to the reported allegation for a separate transmitter ID 41eb1j via data analysis. This complaint is reportable based on the finding of a failed transmitter error for the alternative transmitter. No additional patient or event information is available.